Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged kidney disease. In addition, the patient also reported liver disease, lung disease and inflammatory response. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information that the patient alleging inflammatory response, kidney disease/toxicity, liver disease/toxicity, and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed the following from an external and internal inspection: dust-like contamination on the blower box, at the air inlet of the blower box, black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination in the device and are consistent with being from an external source. The following sections have been corrected/updated in this report: in box h: device evaluated by mfg., problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. In box d: device serviced by 3rdp, device avail for eval & date returned has been updated.